Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. The patient had one lead replaced and another lead added. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-17670. It was reported that one of the patient's leads were showing invalid impedance and therapy was lost. As a result, surgical intervention occurred wherein one lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.